Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door did not successfully recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a clicking door that had failed. A field service engineer replaced the latches with an updated version to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.